Event description:
It was noted that a balloon rupture occurred. The target lesion was located in the right coronary artery, right crown chronic complete occlusion. A stingray lp catheter was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood and contrast in the balloon which was loosely folded. There is a 1mm longitudinal tear in the balloon at the distal markerband.

Event description:
It was noted that a balloon rupture occurred. The target lesion was located in the right coronary artery, right crown chronic complete occlusion. A stingray lp catheter was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood and contrast in the balloon which was loosely folded. There is a 1mm longitudinal tear in the balloon at the distal markerband.

Event description:
It was noted that a balloon rupture occurred. The target lesion was located in the right coronary artery, right crown chronic complete occlusion. A stingray lp catheter was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.